Event description:
Per the surgeon's report, the pt "had a problem with an infection following an infected hematoma." Surgical treatment was unsuccessful. The device was explanted and the pt was reimplanted with a new device during the same surgery in 2007.

Manufacturer narrative:
This is a final report.